Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. Tested the unit on the patient side cart fixture test platform (pftp) and failed during sine cycle. The error log shows multiple 23138 and 23118 with p1 value pointing to the pitch motor module. Opened the unit and reseated all of the motor module cables and flat flex cables. Ran the pftp tests again and passed with no issues. Based on these findings, failure analysis identifies that the pitch motor module to be the potential root cause of the reported event. The yaw motor module and axes controller arm (aca) will be replaced as a precaution. Additional findings: this usm failed the low-speed insertion friction test. The specs were off just by .5. Ran the test again after power cycle and passed. This error is intermittent and the insertion ballscrew assembly will be replaced.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that they are getting 1134 faults on universal surgical manipulator (usm)2. The customer stated that they did a hard cycle on the patient side cart (psc) but found out that they only cycled the breaker and did not emergency power off (epo) the system. The tse had customer perform a secondary hard cycle, including the epo and powered the system back on. Upon start up, the system homed without issue. The customer reported that the arm2 error returned as the system was sitting idle waiting for the patient to arrive. The procedure was aborted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that procedure was aborted to another dv system.